Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/28/2013 with the following findings: a review of the pump¿s back box history revealed two reboot events. There was a crack in the battery compartment, but no evidence of moisture damage. The pump was exercised for 24 hours with no power loss or battery related warnings pump case was removed, no evidence of moisture contamination found inside pump. No evidence of intermittent contact was found with the battery contacts.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that their device was intermittently powering off and restarting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.